Event description:
The patient stated that his infusion device "shuts off every 3 days." The patient was very upset and would not provide information regarding the incident and he would not troubleshoot. He stated that he was calling from a pay phone away from his home. He stated that he had not received any power packs since january 2007. The patient was advised that the power packs had been corrected and to discontinue use of any recalled power packs he may still have. No physiological effects were reported. Follow up calls were not possible due to the patient not having a home phone. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Corrected power packs were sent to the patient. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.